Manufacturer narrative:
Examination of the submitted instrument confirmed the tab on the proximal portion of the stem is bent over. A two-year search of the complaint database did not find any other reports of similar failures. The root cause is attributed to misuse. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The piece was broken before the surgery started. The surgeon couldn't fit the modular epiphysis to the size 12 humeral stem properly because part of the proximal portion of the stem had been previously damaged somehow. Update mar 18, 2016 follow-up with the sales rep indicates he was referencing the stem trial. And the small metal piece broke off.